Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported the patients leads displayed high impedance. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address issue.